Event description:
It was reported that during an unk procedure, there was an issue with the knife. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the device was received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. In addition it should be noted that the device did have a knife present. The returned cartridge was loaded into a test device and if fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.